Event description:
It was reported that the patient was being seen for a regular appointment and adjustment. The patient did have a magnetic resonance imaging (MRI) scan on (B)(6) 2013 but did not have the pump read again until the date of this report. Upon interrogation it was noted that the pump had stalled on (B)(6) 2013. After re-reading and/or updating the pump the message cleared, supporting the pump being in telemetry state during this period. The patient did not have any symptoms related to this event. This device system delivered bupivacaine and dilaudid. Further information was requested. It was further reported that the pump showed that it restarted after it was interrogated twice. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l72774, implanted: (B)(6) 1999, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).